Manufacturer narrative:
As reported by our affiliate, during pta at the external iliac artery with 70% stenosis (calcification, tortuous unk), direct stenting occurred with this product. The balloon ruptured (inflation pressure unk). A powerflex p3 (r1203050) was used to achieve the required dilation level. The procedure was completed safely. There was no reported pt injury. The product was returned for testing and eval. Additional info has been requested and will be submitted within 30 days upon receipt.

Event description:
Balloon/leakage, rupture/rupture.